Event description:
It was reported that the pacemaker was in safety mode. It was noted that there was pacing inhibition due to oversensing. The device was explanted and replaced. No additional adverse patient effects were reported.